Manufacturer narrative:
(B)(4): device history evaluation was performed and found no nonconformities within the manufacturing process.additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during an intracerebral intervention for coil embolization one agility guide wire distal tip unraveled/stretched and agility kinked. During the procedure, the agility guidewire kinked ((B)(4)) during the procedure, and the distal part of agility ((B)(4)) stretched after several shaping into a pigtail was conducted to pass the vrd. Another device (guidewire) was able to cross the vrd in order to insert coils, and a jailing technique was utilized during the procedure. After the event, the guidewires were used to complete the procedure. A torque device was utilized during the entire procedure. No resistance occurred between the guidewire and other devices that may have contributed to the event. The procedure was intracerebral. Besides the kink and stretching on the devices, no other damages were noticed with the products (fracture, separate, etc). There was no report of injury to the patient. The devices were not returned for analysis. Per (B)(4) medical report (B)(4): device history evaluation was performed and found no nonconformities within the manufacturing process. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available. However, there are possible procedural factors, specifically the reshaping of the distal tip and manipulation during advancement that may have contributed to the event.

Manufacturer narrative:
The complaint received states that during an intracerebral intervention for coil embolization one agility guide wire distal tip unraveled/stretched and agility kinked. During the procedure, the agility guidewire kinked (B)(4) during the procedure, and the distal part of agility (B)(4) stretched after several shaping into a pigtail was conducted to pass the vrd. Another device (guidewire) was able to cross the vrd in order to insert coils, and a jailing technique was utilized during the procedure. After the event, the guidewires were used to complete the procedure. A torque device was utilized during the entire procedure. No resistance occurred between the guidewire and other devices that may have contributed to the event. The procedure was intracerebral. Besides the kink and stretching on the devices, no other damages were noticed with the products (fracture, separate, etc). There was no report of injury to the patient. The devices were not returned for analysis. Per concert medical report (B)(4): the stretched coils appeared to be related to a core wire brake which occurred along the flattened distal region. The distal tip bond included the tip flattened core wire. The appearance of the core wire break suggests that too much force was applied to the guide wire tip during reshaping, leading to the failure and coil stretching. No corrective action is required. The stretching was due to the core wire break, which likely resulted from aggressive reshaping of the guide wire tip. The complaint of unraveled/stretched was confirmed analysis and possibly related to handling and/or procedural issues. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available. However, there are possible procedural factors, specifically the reshaping of the distal tip and manipulation during advancement that may have contributed to the event.

Event description:
During the procedure, the agility guidewire kinked (13471624) during the procedure, and the distal part of agility (13471631) stretched after several shaping into a pigtail was conducted to pass the vrd. Another device (guidewire) was able to cross the vrd in order to insert coils, and a jailing technique was utilized during the procedure. After the event, the guidewires were used to complete the procedure. A torque device was utilized during the entire procedure. No resistance occurred between the guidewire and other devices that may have contributed to the event. The procedure was intracerebral. Besides the kink and stretching on the devices, no other damages were noticed with the products (fracture, separate, etc).